Event description:
It was reported that the customer's device had excessive ECG noise through the therapy cable. With this excessive noise, the device would likely not have a consistent ability to detect a shockable rhythm in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing and then the device was returned to the customer for use.